Manufacturer narrative:
The reported event was observed and confirmed in service. A service technician evaluated the device and found that the collet had metal shavings and damaged collet fingers. The device was discarded by the manufacturer.

Event description:
It was reported that during service conducted at the manufacturer metal shavings were found in the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event